Event description:
It was reported that a spectrum pump had an inoperable keypad and that the "y" key was sticking. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom of inoperable keypad. Evaluation reproduced the reported symptom by pressing the keypad keys. While attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the #9 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, #9 will be displayed interfering with mdl drug searching opportunities). This failure mode does not provide any user opportunities to start an infusion. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.